Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that their battery was supposed to last ten to fifteen years but it did not last very long before they had to have a replacement. The implantable pulse generator (ipg) was removed and replaced. No patient complications have been reported as a result of this event.